Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the mega suturecut needle driver instrument did not respond to the surgeon's command, it was observed that the steel cable broke. There was no harm to the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the instrument was inspected prior to use and was in compliance. There was no damage. A prostatectomy was being performed. There were no collisions. There was no damage to the grips. There were no issues related to left/right (yaw) motion of the grips, up/down (pitch) motion of the wrist. No cables protruded from the distal end of the instrument. The instrument is available for return to isi for evaluation and no images or recordings are available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega suturecut needle driver instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable at the grip hub. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.